Event description:
It was reported that during a cystectomy procedure that there was an error code 5: instrument. After 20 minutes, the instrument stopped. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the ace23p device was returned with the distal tip of the blade broken off and present. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. A batch record review was performed and no anomalies was found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.